Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac tamponade. During a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (af), a cardiac tamponade occurred by contact to the roof when mapping the left atrium (la) using the intellamap orion catheter. The orion was also used in the right atrium (ra). It was treated with thoracotomy, and the patient recovered. There were no issues with the intellamap orion catheter. The procedure was cancelled/rescheduled. The physician noted that it was possible that the tamponade occurred due to the tip of the orion pressing against la roof harder than usual. Resistance was felt with the orion catheter at the la roof.